Manufacturer narrative:
After clinical re-review of this complaint file with medical safety, performed on 7/24/2020, it has been determined that there is insufficient histological evidence to consider this a bia-alcl case at this time. The patient did not pursue further testing to confirm a diagnosis, and the patient's physician remains unconvinced that the patient has bia-alcl. As a result, mentor is considering this event to be a case of early onset seroma complicated by infection. Should additional information be received in the future, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/29/2019, mentor became aware that the patient¿s seroma fluid culture from (B)(6) 2019 returned with findings of one colony staphylococcus aureus. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Concomitant products: mentor smooth round moderate plus profile, catalog # 3502375, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 375cc saline mentor smooth round moderate plus profile breast implant and experienced postoperative right-sided early onset seroma. As a result, the patient underwent removal and replacement with mentor smooth round high profile, catalog # 3503630, left serial # (B)(4), right serial # (B)(4) on (B)(6) 2019.

Manufacturer narrative:
The patient¿s seroma fluid cytology results from (B)(6) 2019 surgery returned negative for malignant cells. At the present time, there is not sufficient evidence to support a diagnosis of bia-alcl. Mentor has received no operative notes, pathology results for the fibrous capsule, cytological evaluation, or oncologist reports. This case is still under investigation. Follow up is in progress. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. If additional information is received, a supplemental report will be submitted as applicable. The known history of events with the available information is listed below: the patient's known implant history includes implantation with 325cc mentor smooth round moderate profile saline implants (catalog # 3501650, right side lot #640105) in 2010. This device was explanted on (B)(6) 2019 and replaced with the device listed in this report for cosmetic reasons as well as nipple sensitivity changes. On (B)(6) 2019 3- 4 days after swimming being in a lake and sleeping on her right side, the patient experienced right breast swelling (approximately two times the size) on (B)(6) 2019 the patient was seen in the plastic surgeon¿s office. The physician suspected infection and wanted to rule out bia-alcl. The patient was prescribed an antibiotic. On (B)(6) 2019 the patient underwent us guided aspiration for cultures and cd30 cytology to rule out bia-alcl. The patients seroma fluid cytology results from (B)(6) 2019 (completed on 10 cc) aspiration showed highly atypical lymphocytes present, suspicious for breast implant associated anaplastic large cell lymphoma. The atypical cells express cd3, cd4, cd2, cd5; weak cd30, and partial dropped cd7. They are negative for cd8 and alk. On (B)(6) 2019 , the patient underwent right breast seroma drainage (~400cc, clear seroma), removal of bilateral intact saline implants, bilateral base capsulotomies, and replacement with mentor smooth round high profile style 3000 saline implants (catalog #3503630). The patients seroma fluid cytology results from (B)(6) 2019 surgery (completed on > 10 cc) returned negative for malignant cells. No information was provided regarding markers in provided documentation. Per explanting operative report, there were no signs or symptoms of infection. Culture was performed, but testing results were not provided. Additional testing was completed, however, the results were not provided. Per nurse, these results were also inconclusive for bia-alcl. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As of (B)(6) 2019, the physician would like to complete an MRI guided direct capsule biopsy. This test has not been completed thus far. This case is still under investigation to obtain complete patient implant history, pathology result of fibrous capsule, cytological evaluation or oncologist report. At this time, this case is suspicious for bia-alcl as the diagnosis has not been ruled out or confirmed. Breast implant alcl is a distinct clinicopathological entity. At the present time, there is not sufficient evidence to support a confirmed diagnosis of bia-alcl such as operative notes, pathology result of fibrous capsule, cytological evaluation and/or oncologist report. This report is being submitted as an MDR in an abundance of caution. Manufacturer¿s reference number: (B)(4).